Manufacturer narrative:
Result: frayed power cord plug. Malfunctioning siderails.

Event description:
It was reported by service report that the power cord was frayed, and the siderails was not locking in the upper position. It is unknown if there was patient involvement. However, no adverse consequences were reported.